Event description:
It was reported the patient's blood glucose levels rose to 304 mg/dl. When removed from the infusion site, the pod's cannula was found to be dislodged. As treatment, the patient changed out the pod for a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received deployed. The device data indicates that the first priming sequence ended at 48 pulses and deactivation occurred at 3405 pulses. No timeouts, drive stall or hazard alarms were generated during operation. The soft cannula measured the correct full length according to specification and did not appear damaged. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. The device was reset, paired with the master pdm, and programmed to deliver a 5-unit bolus. No communication error was observed during the rerun. No issues were seen with the device. The phb files showed the algorithm was functioning as intended, correctly responding to cgm inputs. The causes of the reported dislodged cannula and communication error could not be determined.